Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets coincided with telemetry caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Patient code 3191 was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely and the device had entered safety mode. The patient also reported feeling stimulation. This crt-p was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely and the device had entered safety mode. The patient also reported feeling stimulation. This crt-p was explanted. No additional adverse patient effects were reported.